Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (pvad lvad). It was reported by the vad coordinator that the pt was not perfectly recovered, but he had a transient ischemic attack (tia) with inr 2.9. The hospital staff was concerned that the pt might have microemboli that traveled intermittently. Pt had ejection fraction (ef) of 50-55%, and the left ventricle was small and contracting well. The pt was intermittently losing fill signal. The pt was asymptomatic and did not have any residual effects of the tia. A decision was made to explant the pump and two days later the pump was successfully explanted.